Event description:
It was reported that patient underwent foot arthrodesis utilizing an inserter connector on (B)(6) 2015. During the procedure, the tip of the connector fractured before connecting the end-cap. The tip of the connector was removed from the end-cap and the operation was successfully completed. No fractured pieces fell into the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by product being put through torsional/bending overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.